Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver tpn. After an unspecified length of time in use, the patient noted leakage. It was reported the "tubing pulled out of the filter." The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.